Manufacturer narrative:
Follow-up #1: date of submission 04/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2017 with the following findings: there were unexplained pump reboots observed in the black box. Investigation revealed that the battery compartment was cracked and the returned battery cap had stripped threads. There was no moisture observed in the battery compartment. The returned battery cap was unable to maintain electrical connection; therefore, the power complaint was duplicated. A test battery cap was used and no further power interruptions occurred. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no defects were found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.